Manufacturer narrative:
The field service representative checked the customers instrument logs and had the customer manually wash the cuvettes (aero cuv pr dry) which resolved the issue. The analyzer service history was reviewed and did not identify any contributing factors to the complaint and no further discrepant results were reported since the aero cuv pr dry (list number 09d33-03) were manually washed. Tracking and trending data associated with the part and the analyzer were reviewed and no trends were identified. Manufacturing documentation for the part were reviewed and did not identify any issues. Additionally, labeling was reviewed and sufficiently addresses the customers issue. Based on this investigation no systemic issue or deficiency of the architect c16000 analyzer was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no patient information provided by the customer.

Event description:
The customer obtained a falsely elevated magnesium result while using the architect c16000 analyzer. Sample ID (B)(6) generated an initial result of 9.5 and repeat of 1.7 mg/dl. No impact to patient management was reported.